Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4) mfg date: 2016-03-31 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard constant beeping coming from both ports of the controller and observed power switching with two batteries. Servicing was performed, and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the batteries (B)(4) were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on (B)(6) 2018 to mitigate the reported conditions and the batteries remain in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. Additional products: battery / (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.